Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they received a motor error alarm on the insulin pump during a bolus. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were able to complete the insulin pump rewind. The device passed the displacement test. The manual prime was successful. Additionally, the customer had a high blood glucose of 400 mg/dl. There was no mention of treatment. They declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.